Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 03/30/2026 and 03/31/2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, after 21:00, following dinner, the patient began receiving low cgm readings, initially 50 mg/dl, decreasing to 47 mg/dl. The patient reported no symptoms at that time and attempted to self-treat overnight with fruit, snacks, juice, and gatorade; however, cgm readings did not improve. On (B)(6)2026, at approximately 07:00, the cgm continued to display 47 mg/dl. A blood glucose meter (bgm) reading was obtained and showed 581 mg/dl. The patient then reported symptoms of nausea, dizziness, and vomiting. He administered a 16.5-unit insulin bolus via pump and contacted his physician. Despite this, cgm readings remained between 50¿60 mg/dl, while a bgm reading was 536 mg/dl, and the patient was advised to present to the emergency room (ER). Upon arrival at the ER at approximately 09:00 on (B)(6) 2026, the bgm reading was 347 mg/dl. The cgm sensor had already been removed. The patient received intravenous fluids (IV), and laboratory testing was performed, with results pending at the time of reporting. No additional insulin was administered, as the earlier bolus was being monitored. The patient subsequently applied a new cgm sensor, which he reported was providing accurate readings. He continued to experience mild nausea but stated that he felt improved and adequately hydrated. At the time of the report, the patient as doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on 03/30/2026. The reported glucose values fall within the d zone of the parkes error grid on 03/31/2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.